Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Some pictures were provided by the customer and it was possible to observed that the guidewire was not complete, it was fractured. Besides, a foreign matter was observed in the end of the separated section, but it was not related with the reported event. No more visual damages were observed. The distal tip of the guidewire was kinked approximately at 64 inches from the proximal end. The returned guidewire was not complete, only a section of approximately 127.7 inches was returned. A foreign matter was observed in the distal end (separated end). No more visual damages were encountered in the device. The foreign matter was removed in order to obtain better images of the separated end. Detailed pictures of the separated end (distal end) were captured and it was possible to observe that the fractured was caused by fatigue. Dimensional inspection of the device was performed and revealed that the outer diameter (od) of the middle and proximal section of the device were within specification. However, the overall length and od of the distal tip could not be measured due to the device condition.

Event description:
It was reported that the guidewire tip separated and was apposed into the vessel wall. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 330cm rotawire was selected for use. Ablation was performed several times at 180,000 rpm for approximately 15 seconds each time. During withdrawal of the concomitant rotaburr after ablating the lesion in rca #2, resistance was felt and the rotawire device got separated 5cm from the tip. The fractured tip was then apposed into the vessel was using stent. The rotaburr did not come into contact with the spring tip of the rotawire and there was no issue with the functionality of the rotaburr. The procedure was completed with this device. No further complications reported and patient was good post procedure.

Event description:
It was reported that the guidewire tip separated and was apposed into the vessel wall. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 330cm rotawire was selected for use. Ablation was performed several times at 180,000 rpm for approximately 15 seconds each time. During withdrawal of the concomitant rotaburr after ablating the lesion in rca #2, resistance was felt and the rotawire device got separated 5cm from the tip. The fractured tip was then apposed into the vessel was using stent. The rotaburr did not come into contact with the spring tip of the rotawire and there was no issue with the functionality of the rotaburr. The procedure was completed with this device. No further complications reported and patient was good post procedure.